Event description:
- -

Event description:
- -

Event description:
--

Manufacturer narrative:
This device has been received at the post market quality assurance laboratory. Analysis will be performed and this event will be updated.

Manufacturer narrative:
- -

Event description:
Boston scientific received information that during a follow up visit, this device displayed a fault code 1003 indicating low voltage battery. A memory download was provided to an internal technical service consultant for their recommendations. Ts reviewed the data and confirmed the fault code. It was determined the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate, therefore they should no longer be relied upon to determine the depletion status of the device. Subsequently two days later, a replacement procedure was performed. This device was removed and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). During device analysis, electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to [a/two] compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.